Event description:
Customer reported via phone, she has been having issues with the insulin pump draining batteries, a battery would last a day. The insulin pump alarmed low battery and then the display went blank after inserting a new battery. Customer blood glucose was 112 mg/dl. Troubleshooting was performed and customer noted the battery cap looked dirty and was not sure if it was a battery leak. A new battery was inserted and device counted to five and then shutoff. Customer was unable to clean neither the battery cap nor the battery tube as wasn't home. New battery was inserted and the display did not return. Customer was advised a new battery cap and a temporary insulin pump will be sent and to ensure to clean the battery cap and compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.